Event description:
Boston scientific received information that during the implant procedure when this implantable cardioverter defibrillator (ICD) was interrogated, an error code was observed indicating a possible battery issue. The device was not implanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
- -

Manufacturer narrative:
Upon receipt, pacing, sensing and shock functions were verified. The device casing was removed. No visual abnormalities were revealed. When the device was interrogated, storage mode was verified confirming the reported allegation. Further analysis revealed a leaky capacitor that caused a higher than normal current drain. Analysis concluded that this leaky capacitor was the cause of the reported clinical allegation and confirmed the high battery power usage error prior to implant.